Manufacturer narrative:
Returned for evaluation was one used handle for a pmta accu2i intermediate applicator. A visual examination noted that tip of the applicator was missing. Functional testing could not be performed due to the condition of the returned device. The reported complaint description of the tip of the applicator detaching is confirmed. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. A possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2016, a (B)(6) old, male patient of presented for an microwave procedure of the liver for two tumors. The first tumor was successfully treated with no report of complication or device malfunctions. The second tumor was successfully treated with no reported complications. However, during withdrawal of the applicator, the ceramic tip fully detached from the shaft of the applicator inside of the patient. The treating physician determined not to remove the fractured tip. There was no report of permanent harm or injury to the patient due to the event. It was reported the defective disposable device is available for return to the manufacturer for evaluation.